Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had button error alarm. The customer states the pump had moisture damage from sweating in sports bra. The customer's blood glucose level was 535mg/dl. The customer treated with manual injection. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the keypad traces also, traces of corrosion found at the electronic assembly per our visual inspection. No button error alarm noted. Unable to perform functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.